Manufacturer narrative:
The reported event was ¿no issues with lead md just wanted another lead¿. A complete lead was returned in one piece with the helix stretched and traces of blood were noted inside the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch pacing (lbbp) lead was not used for an unknown reason. The physician requested for a new lead to complete the procedure. The patient was in stable condition.